Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for decreased results for the product. Return testing was not completed as returns were not available. Based on the information provided, the customer performed troubleshooting by reanalyzing the sample to obtain results within the normal range. In addition, quality control results were acceptable, indicating the assay is performing as expected. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result was 119, repeats were 136 and 136 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result was 119, repeats were 136 and 136 mmol/l. There was no impact to patient management reported.